Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized for five days following implant. She was told her spinal cord was bruised and that was causing the horrific pain in her left side from her pelvic bone to the hip bone. Following implant, she also could not urinate and was catheterized. She experienced incontinence since being catheterized and was on medication. The patient also had a lack of therapeutic effect and was seeking reprogramming. She had never felt stimulation in her lower back. Further information is being requested at this time.